Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03173. The patient initially reported she was no longer receiving stimulation in her pain pattern and receiving unintended leg stimulation. Additional information received clarified that per the patient, she has not received effective stimulation since implant. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which a different model scs lead was implanted. The existing leads were left in place. Effective stimulation was achieved with the procedure. It was also reported the patient¿s scs ipg was electively replaced, there were no allegations against the device.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.